Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The reported blood glucose value was 390 mg/dl. The infusion set had been inserted in the abdomen. The high blood glucose remained elevated for one to two hours. The treatment for the high blood glucose was insulin administered by pen. No further information available.